Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602, femoral head 12/14 taper, lot # 61454985; 00875705201, shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, lot 61355467; 00784801401, modular neck x1 12/14 neck taper use with +0 heads only, lot 60872472; 00771300600, modular femoral stem press-fit plasma sprayed cementless size 6, lot 61371875. Reported event was confirmed by review of the provided revision op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Review of the revision op notes and surgeon follow up notes, the patient suffered from pain and elevated ions. A small pseudotumor around the greater trochanter area and corrosion was visible at the head junction. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient was revised following a hip arthroplasty due to pain, wear, conausea, elevated cobalt and chromium ion levels, pseudotumor, and trunnionosis. During surgery, there was a significant amount of fluid discharge from the joint and corrosion between the head and neck trunnion.